Event description:
The psee60a was used for firing, but tech could not open device on back table and had to use manual override. Ats45 was used for final firing and handle was incredibly difficult to close. There were 2 staplers involved.